Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k the cap was deformed. The following information was provided by the initial reporter. The customer stated: "the cap seemed to be deformed. The hcp tightened the cap; however, blood leaked during blood collection."

Manufacturer narrative:
H6: investigation summary bd japan received actual samples and 6 photos were returned for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Defective stopper molding is a non-fill, which is when the molded rubber stopper has some "non-filled" areas lacking the rubber material in said areas. Bd japan received actual samples and 6 photos were returned for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Defective stopper molding is a non-fill, which is when the molded rubber stopper has some "non-filled" areas lacking the rubber material in said areas. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k the cap was deformed. The following information was provided by the initial reporter. The customer stated: "the cap seemed to be deformed. The hcp tightened the cap; however, blood leaked during blood collection."